Event description:
According to the customer, the device was connected to the patient in 2002 around noon and monitoring was activated. Pacemaker monitoring was switched on and critical values were determined. About 6 p.m., the patient was found dead, although the monitor had not set off the alarm. The monitor was removed and after checking trend and incident data, no records could be found (trend/incident memory). Afterwards, the monitor was removed from bed no. 4. About 30 minutes later, the monitor switched off as it was running on its internal rechargeable batteries. The following day, the med engineering department changed the nc accumulator batteries and conducted further functionality tests with the monitor. On the morning of the following day, monitor sc9000 (bed 4) was checked with cps and central office. All error logs have been saved.

Event description:
MFR's internal refernce: pcs-6316